Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing had detached from the tubing connector while sleeping. The site location was at the patient's back and the pump was in the pants. The infusion had been in use for a few hours and they were stored in a cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.